Event description:
The pt was implanted with a synchromed pump and catheter in 1997 for intrathecal infusion of morphine for pain. The hcp explanted the pump in 2000 after the pump was not infusing medication. Another pump has not been implanted at this time.